Manufacturer narrative:
Hillrom has reached out to the customer to ask for more details of the event, the device's configuration sheet and log files. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that when printing and transmitting an ECG test performed on a patient selected from the work list, the test was showing patient demographics of a patient discharged days before. This report was filed in our complaint handling system as (B)(4).

Event description:
The customer reported that when printing and transmitting an ECG test performed on a patient selected from the work list, the test was showing patient demographics of a patient discharged days before. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The customer reported that when printing and transmitting an ECG test performed on a patient selected from the work list, the test was showing patient demographics of a patient discharged days before. Hillrom has reached out to the customer to ask for more details of the event, the device's configuration sheet and log files. Unfortunately after the first communication, the customer became unresponsive to our requests for additional information. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed, or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. The hillrom technicians analysed the information initially reported by the customer and could not replicate this specific issue. However, it was confirmed that the transmitted ECG record after editing was not associated with an order, but it was only appearing associated from the perspective of the cardiograph. Further testing on similar devices found an abnormal workflow sequence that could allow the user to edit demographic fields, while remaining associated with a previous order. Unfortunately, this could not be confirmed as the customer did not provide us with the necessary log files. Although the reported event did not result in a serious injury or death, the report of a patient demographics mismatch in ECG tests could lead to a misdiagnosis or mistreatment, if it were to recur. Therefore, hillrom considers this complaint reportable.